Event description:
It was reported that an ilet user experienced difficulty connecting a freestyle libre 3 plus sensor to the ilet, with the sensor appearing to be in use by another device after being started in the libre app, which led the ilet to operate in bg-run mode and suspend insulin delivery. Symptoms included hyperglycemia with reported values in the 300s. Outcomes included the user discontinuing pump therapy, switching to multiple daily injections, and achieving glucose stabilization without medical evaluation, hospitalization, or third-party assistance. Investigation included customer education and troubleshooting regarding proper sensor pairing and setup with the ilet app. Investigation of this case revealed a use-related pairing conflict where the sensor was started on a non-ilet device, preventing cgm data from reaching the ilet and resulting in suspended automated insulin delivery. It was concluded that the event was attributable to use error related to sensor setup and device pairing, with the ilet functioning as designed once cgm data are available.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.